Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was overheating and "iabp stopped working. 'System overheating' appeared on screen. Console turned off and restarted, 'balloon restriction' appeared on screen. Console turned off and changed out for working console. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had overheating while on patient use. The machine was brought to the cath lab biomed department. Biomed engineer josh cox reported that unit had compressor having large amount of unknown debris and compressor was faulty and it was creating a temperature rise in the machine. He replaced the compressor. As it is repaired in cath lab there is no service order. There was no information that device is released to the customer for clinical use. The defective components were received for further investigation. The failure analysis and testing department received a compressor and performed visual inspection of the compressor per the cardiosaveand found no visual damage and the part looks to be in good condition. Performed and tested the compressor and found that all functions were normal. After an extensive testing the tests did not trigger the reported problem of ¿unit overheating¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the compressor in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.